Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system, instructions for use as a known patient effect of a coronary stenting procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mid left circumflex (lcx) artery with mild tortuosity and mild calcification. A 3.5x33 mm xience prime drug-eluting stent (des) was advanced to the lesion and implanted. Post deployment, a dissection was noted at the proximal end of the stent. A 3.5x12 mm xience prime des was deployed to treat the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.